Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot#: (B)(6), h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Observed that, procedure was spinal fusion and there are multiple tools used. There were many interference errors observed on all the tools. Archive shared was of incorrect format and is of size 2 kb. Tried reproducing with demo models but was able to change tools and able to see on the screen. H6: b01, c19 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a case, when the site tried to change a tool in the system, it would appear on the screen for a second and then go away. It was noted that the site was able to change the tool through the history button and that this issue was occurring with all of the instruments and the tips. Another spin was taken and the instruments were working as normal and was able to change all of the tools/tips. The system was rebooted after the case and system was working as intended. There was no impact on patient outcome and the issue caused a less than 1 hour delay.